Manufacturer narrative:
Please see attached summary memo.

Event description:
The doctor reported the implant was removed due to osseointegration failure approximately 1 month 5 days after initial implant placement. Bone quality around the area was type ii, and oral hygiene around the implant was moderate. The patient has since recovered.